Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was over 700 mg/dl at the time of incident. The customer's current blood glucose was 180 mg/dl. Customer declined to troubleshoot for their high blood glucose because they knew the reasoning behind their high. Customer stated there were not basal rates in the basal settings. Customer also requested assistance with the programming the insulin pump. Customer declined to return the insulin pump for analysis.